Event description:
It was reported that following a pulse field ablation procedure with a farawave 31mm catheter, the patient experienced a pericardial effusion. A pericardiocentesis was performed and the patient was hospitalized. The patient was expected to fully recover. The device was disposed of and therefore will not be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.